Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; no exact value was provided. The customer consumed candy to address the bg level. The contact believed that the low bg level was caused by the customer's increased insulin sensitivity while they were swimming in a heated pool. Recommendation was made to consult with their health care provider to discuss diabetes management.